Event description:
A malfunction on the customer's pump was reported. There was no reported impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.